Event description:
It was reported that during the device upgrade, the physician could not engage the set screw of the device to release the chronic rv lead to put in the new can. The procedure was completed with no complications. The patient was stable.

Manufacturer narrative:
The reported field event could not be confirmed because the device was received without set screws. The device was tested, and no anomalies were found.